Event description:
No additional information.

Manufacturer narrative:
One photo of a 5ml luer-lok syringe (p/n - 301073) was received and evaluated. The image shows one loose syringe filled with an unknown clear fluid and, with an unknown white cap attached to the tip. The barrel is missing several graduation lines. Potential root cause for the scale markings missing defect is associated with the marking process.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field.h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309646 batch#: unknown ( provided# 409588) it was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Could you help us initiate a new complaint for item #309646 from lot 409588. The 5ml luer lock syringes were faded & missing graduation marks.